Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a max air/low priority (max air exceeded) alarm occurred on an amia automated pd system. The patient was connected at the time of the alarm. This occurred during cycle six of six of peritoneal dialysis therapy. During troubleshooting, it was determined that there was a leak during use of an amia cassette. The patient further reported that they saw some liquid under the extraneal bag, but the location of the leak was not known. Renal therapy services (rts) reviewed proper procedures per the user manual with the patient. The patient would complete therapy using manual exchange. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.